Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka).. The patient's blood glucose levels had read high (>500 mg/dl) while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and vomiting. Once at the hospital the patients pod was removed and the patient was admitted to the intensive care unit (ICU). The patient was treated with intravenous fluids, insulin and anti nausea medication. The pod will not be returned as it has been discarded. The patient remains in the hospital at the time of this call.